Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle, the user identified the i.v shields and/or protective cap comes off letting needle exposed (applicable for product packed in bulk) clean needle stick/injury. This event occurred once. The following information was provided by the initial reporter. The customer stated: blood collection was performed on the patient, and it was found that there was no white needle cap in the arterial blood collection device

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode.